Manufacturer narrative:
The insulin pump was received with a blank display followed by a constant audio alarm due to a problem with the liquid crystal display board.

Event description:
The customer's mother reported a blank display and a constant tone that was not resolved by troubleshooting. Advised that the insulin pump would be replaced. Nothing further was reported.